Manufacturer narrative:
The meter were requested for return. The customer no longer has strips for return.

Event description:
It was reported the patient received the following results within 15 minutes: 450 mg/dl and 200 mg/dl.